Event description:
The patient's endograft was implanted in 1997, and was explanted in 2001. The endograft was explanted due to a growing aneurysm without evidence of perigraft flow. Backflow from the lumbar was noted. The explant procedure went well.